Event description:
It was reported that the patient underwent surgery to address the issue on (B)(6) 2024 where it was discovered the lead was not plugged into the ipg. As such, the physician did an ipg pocket revision placing the ipg higher to allow for a strain relief loop and plugged the lead into the ipg. Reportedly, patient now has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient has ineffective therapy due to high impedances. As such, surgical intervention may occur to address the issue.